Event description:
I had hernia repair surgery in 2004 and they used a bard composix kugel hernia patch small circle ref 0010203, lot 43f0d300 to repair it. The next month, I started suffering severe abdominal pain, bleeding had numbness in my arms and other health problems. I've suffered from many of these symptoms since surgery especially constant severe abdominal pain that doesn't ever go away. In 2005, they went in and repaired my organs and bowels because they were into the mesh. Five months later, they went in and repaired my organs and bowels again because they were into the mesh. I have suffered from constant severe abdominal pain and other health problems since initial surgery and have been to many drs to try to figure what was causing the health problems. In 2007, they went in and removed the kugel mesh and replaced it with a different type of mesh and repaired my organs and bowels. I haven't had any problems since then. On the internet I noticed that there are a lot of other people with this same kugel mesh patch, that are having the same problems, that I did. Please investigate this kugel mesh patch, there is a problem with it. I'm not the only one, that has experienced problems, with it. I know about the other kugel mesh patch recall, and I have experienced the same symptoms, as the recalled patches. Please let me know what you discover, and send me any information, on other people that have experienced problems from the mesh patch, that I had. Someone should be responsible and be held accountable for this.